Event description:
It was reported that during a da vinci assisted surgical procedure, the system displayed error code 307 indicating a fault on the personality module vision acquisition (pmva). The procedure was converted to a laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure delay did not occur during a critical step in the procedure, it occurred when the suture of the surgical mesh was being performed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) is expected to be dispatched to the customer site to further investigate the reported complaint. The fse replaced the pmva to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the pmva involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or procedure video was available for review. An event verification confirmed that a procedure was performed on the reported event date (B)(6) 2022 using system (B)(4). This complaint is reportable malfunction event based on the following conclusion: the customer converted after the start of the procedure due to a non-recoverable error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the personality module vision acquisition (pmva) involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. The unit was installed into a test system and ran sine cycle for 10 minutes, 20 power cycles, and sat idle for one hour without any errors. The pmva remained in the test system for two days while other parts were tested, and it performed with no issue.